Event description:
It was reported that the pump exhibited an issue while completing preventative maintenance. During physical inspection, it was found that there was a cracked downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. Review of the event history log (ehl) showed error code 41622. A visual test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the can flex sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.